Manufacturer narrative:
Concomitant medical devices: product ID: 3387-40, lot# l78448, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted:(B)(6) 2001, product type: extension. (B)(4).

Event description:
A consumer reported the patient's deep brain stimulation device was removed due to infection in (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.